Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate stimulation. An impedance check revealed high impedance on a single contact. X-rays were ordered but the results are unknown. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed an additional lead was implanted on (B)(6) 2018. Surgical intervention addressed the patient's issue.